Event description:
It was reported that the patient experienced a shocking/jolting sensation with pain at the lead site. The patient reported pain at lead site and uncomfortable stimulation. This issue stated approximately two weeks after a security check at the airport and after a sudden movement. The patient switched off the stimulation and the pain and wrong stimulation stopped. The patient did not reported symptoms return. The patient had already planned a follow up visit at the hospital. Patient status at time of this reporting was alive - no injury. Additional information received noted that the patient went to the hospital for follow up. Impedances test and x-ray were performed: both did not show any issue. The ipg was switched on and the patient did not referred any wrong stimulation; the therapy was effective. The physician thought that the issue can be due to the security check performed with the manual scanner. Devices were still implanted.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, product type lead. (B)(4).